Event description:
During follow-up appointments, following repair of fractured left humerus with orthopedic surgeon, patient complained of pain. X-ray taken at that time revealed that the synthes recon plate had broken. Patient was then scheduled for surgery to replace plate.